Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, the device produced a suction alarm and had low flows. Repositioning attempts failed to resolve the issue, and it was later discovered that the cannula would kink while in the patient due to pressure being applied from a calcified aorta and shallow ventricle. However, the team chose to keep the device in the patient. The patient remained on impella support, and no harm was reported.

Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. It was determined that the cause of the low pump flow was most likely a kinked cannula due to the patient's calcified aorta and shallow ventricle. This report is being filed as part of a retrospective review of historical records.